Event description:
Country of complaint: (B)(6). Post operative loosening of set screws. All set screws and rods were replaced during a revision surgery. This included 9 sw790t, 1 sw668t and 1 sw669t. Med watch reports associated with this incident include: 3005673311-2016-0095, 3005673311-2016-0096, 3005673311-2016-0097, 3005673311-2016-0098, 3005673311-2016-0099, 3005673311-2016-0100. Components in use include: sw668t / s4 straight rod 5.5x180mm, sw669t / s4 straight rod 5.5x200mm.